Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot and master lot. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Customer called tsc to report single patient failed to react to anti-d in mts abd/reverse gel cards lot #072418037-08, exp. 7.1.2019 tested on ortho vision, patient typed as o neg and no prior history in this facility. Customer reports no transfusion and no patient harm due to this event occurring. Customer reports qc not affected. Issue started on: (B)(6) 2018. Microtubes/wells or cell (donor #) affected: anti-d microtube. Test repeated: yes. Method/result obtained by repeating: weak d 2+ pos in tube; 3 + pos is using a competitor product. Patient clinical history: patient's diagnosis: pregnant; transfusion history: customer reports no transfusion. Customer reports storing and testing mts gel cards according to IFU. Customer did not test patient in question in manual gel. Customer tested patient sample in question manual tube with anti d reagent and customer reports immediate spin was neg but weak d testing did react 2+ pos. Customer reports patient sample in question tested with immucor reagent and it did react is 3+ pos. Tsc discussed mts abd/rev IFU with patient, and referred to limitations of the procedure: very weak expressions of the d antigen may also not be detected. The partial dvi epitope variant of the d antigen has not been found positive with this reagent. Other rare cells with very low copy numbers of the d antigen may need to be tested with antiglobulin and will be negative with this anti-d reagent. Customer content with documentation of event and discussion of IFU. Customer confident in ortho product as qc passed and understood different expressions in epitope variant react differently with different clones of reagents. On 19dec2018 update from tsc for clarification of details: the customer was expecting pos because the immucor anti-d and the weak d in tube provided pos results, and the anti-d in the mts abd/reverse gel card did not. According to the customer the patient did not receive rhogam.